Manufacturer narrative:
(B)(4). Investigation summary: samples were sent for investigation, however (B)(6) has suspended shipment of potentially contaminated samples due to covid-19 concerns. Therefore, bd will not be receiving samples on this complaint. Photo received for investigation, the batch number reported by the client does not coincide with the photographic sample received. In addition, the photograph shows residues that appear to be blood, so it is not possible to see air bubbles and fluid leakage beyond the stopper. Due to the above described, the reported defects are not confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of 3 ml bd luer-lok¿ luer-lok¿ tips experienced air bubbles and leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no. 309657, batch no. 0077521. Event description: complaint: when obtaining a sample the user is experiencing bubbles forming in the collection barrel. Also noted is leaking past the black stopper into the free space where the pulley is, therefore the sample is being lost. My knowledge of this event is that in this lot #0127001, that the problem occurred frequently with a large number of syringes (actual number unknown, none retained). Replaced with an alternate lot (lot number unknown), it reoccurred with the same bubble issue. In speaking with the lab supervisor, it was noted that the occurrence within this subsequent lot, was intermittent and not as frequent, but present. I received another lot# (lot# 0077521) that is the most recently used that is causing the same issues.